Event description:
On (B)(6) 2020 a spill involving a chemotherapy drug preparation occurred inside the i.v. Station onco device. The spill was identified and subsequently cleaned by the user. No product issue was observed upon investigation. There is no adverse patient effect related to this drug spill within the device.

Manufacturer narrative:
As of (B)(6) 2020, the establishment registration and listing for this device was updated to omnicell, inc. From aesynt, inc, which was not reflected in the original report submission. Therefore, this report is a correction to the manufacturer listed in sections d3 and g1.